Event description:
It was reported that as the physician was retracting the coil from the aneurysm, it detached. The detached coil migrated to the parent vessel causing thrombus formation; therefore, the physician secured the coil with a non-stryker stent. However, the physician noticed that the coil had stretched out of the stent and the physician was considering surgery. The patient was reported to be in good condition.

Event description:
It was reported that as the physician was retracting the coil from the aneurysm, it detached. The detached coil migrated to the parent vessel causing thrombus formation; therefore, the physician secured the coil with a non-stryker stent. However, the physician noticed that the coil had stretched out of the stent and the physician was considering surgery. The patient was reported to be in good condition.

Event description:
It was reported that as the physician was retracting the coil from the aneurysm, it detached. The detached coil migrated to the parent vessel causing thrombus formation; therefore, the physician secured the coil with a non-stryker stent. The patient was discharged without clinical consequences. It was reported that on follow up visit the physician noticed that the coil had stretched out of the stent and the physician is considering surgery. No additional information is available.

Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. However, based on the information available it is probable that procedural factors limited the performance of the device resulting in the reported coil protrusion and premature detachment. Therefore a cause of operational context has been assigned to the reported coil protrusion and premature detachment. The reported thrombus is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the reported thrombus.